Event description:
The customer reported that the paramedics were called to her house due to low blood glucose. The customer believes it was not an insulin pump issue. The customer stated that in the past her blood glucose has been low as 15mg/dl, and she does not remember what her glucose was on the visit to the doctor. The customer's most recent glucose reading was 124mg/dl. The customer mentioned being under stress, which caused her glucose to drop. Troubleshooting was performed. The programming was correct. The reservoir was showing the same amount of insulin that the status screen shows. Performed the displacement test and passed. The caller stated that the device was not exposed to an MRI. Advised the customer to call the doctor regarding her low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.